Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2020, the patient underwent treatment for endofibrosis in the patient¿s left external iliac artery using a gore® viabahn® endoprosthesis. On an unknown date, the patient presented with pain reportedly due to dermatitis. On an unknown date, the patient tested positive for both a nickel and gold allergy. On an unknown date, occlusion of the gore® viabahn® endoprosthesis was identified. On (B)(6) 2021, the patient underwent a reintervention whereby the gore® viabahn® endoprosthesis was excised in continuity with the external iliac artery. The patients anatomy was reconstruct with a dacron graft. The physician reportedly decided to explant the device due to the patient¿s dermatitis and related pain as well as the identified occlusion. The patient tolerated the procedure.

Manufacturer narrative:
Suspect product . Component code. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Corrected e1 - initial reporter name and address.

Event description:
The following information was reported to gore: on an unknown date the patient was implanted to treat the patient for an unknown etiology using a gore® viabahn® endoprosthesis. On an unknown date, the patient tested positive for both a nickel and gold allergy.